Manufacturer narrative:
The third party service agent sent the downloaded device's electronic logs to ventec for an evaluation. The device was later returned to ventec fo an evaluation, which confirmed the device was operating to specification and observed proper device operation through functional and performance testing. Ventec reviewed the electronic logs, which indicated nominal device operation. There were no alarms that would indicate there was a malfunction.

Event description:
It was reported to ventec that a patient expired while on the vocsn ventilator. The customer did not report any device malfunction.